Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient noticed an infection at the incision site of the insertable cardiac monitor (icm) device. Boston scientific technical services (ts) referred the patient to the clinic to seek for professional medical advice. Additional information was requested to the field regarding the reported event, but no further details could be obtained. No additional adverse patient effects were reported. This icm device remains in service.